Event description:
Health care provider (hcp) for a clinical study initially reported via a manufacturing representative that the patient had a loss of therapeutic efficacy and a return of pollakiuria on 2015-feb-09 which was initially assessed as not related. The patient only had therapeutic efficacy of 20 percent. The implantable neurostimulator (ins) was reprogrammed and the patient was given vesicare. The ins was reprogrammed to 0.7v, 14 hz, and 240 usec on (B)(6) 2016, 1v, 14 hz, and 240 usec on (B)(6) 2015, 0.9v, 25 hz, and 210 usec on (B)(6) 2015, 2v, 5.2 hz, and 210 usec on (B)(6) 2015, and 2.8v, 25 hz, and 210 usec on (B)(6) 2016. No surgical intervention was taken or planned. The outcome was not resolved. The patient's medical history includes idiopathic functional urinary incontinence with pollakiuria and discharge at effort since 2011. Additional information received reported the event was related to the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 309328, lot# 0208559272, implanted: (B)(6)2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the reprogramming was done on (B)(6) 2017. The was therapy optimization due to return of symptoms. No further complications reported/anticipated.